Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the target lesion was in the left anterior descending (lad) artery, with no tortuosity, heavy calcification, an eccentric lesion, de novo, and a 90% stenosis. The pilot 50 guide wire was advanced to the lad and pre-dilatation was done with a non-abbott balloon catheter twice at the lesion, but the expansion was still not enough. So, the voyager nc 2.5 x 15 was used and ruptured at 7 atm during the first inflation. Another company's balloon catheter was used and then a mini vision stent was deployed and post-dilated. The procedure was completed. Reportedly, there were no pt effects.

Manufacturer narrative:
(B)(4). The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.